Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving bupivacaine [5 mg/ml] at a dose of 0.7505 mg/day and morphine [1 mg/ml] at a dose of 0.1501 mg/day via an implantable pump for an unknown indication for use. It was reported on 2017-feb-17 that an empty pump alarm was occurring on (B)(6) 2017 as confirmed with a physician programmer. The patient did not miss the refill. It was noted that the hcp had increased the dose and they sent the hcp the session report last monday on (B)(6) 2017. It was noted the hcp did not change the patient¿s refill date which they said they should have, per the hcp. The refill date should have been updated to (B)(6) 2017 in the hcp¿s system but they had the patient scheduled for refill on (B)(6) 2017. It was stated that the patient ¿sounded druggie¿ but she didn't know what the patient was usually like. It was indicated that the hcp could not obtain the drug until tuesday and wanted to know what could happen to the pump. The doctor did not want to fill the pump with saline. The patient was getting an oral prescription to manage the situation. No symptoms were reported (note this is conflicting with the statement that the patient ¿sounded druggie¿).